Event description:
An attempt was made to deploy a 2.5mm diameter x 18mm length micro driver otw coronary stent into a pt with unstable angina. The target lesion the distal lad exhibited 50-70% stenosis. However, it was reported that the relevant stent dislodged from the balloon of sds. It is unk if the target lesion was pre-dilatated. Attempts were made to snare the stent but those attempts were unsuccessful and the stent embolized. Procedural notes provided from the field reported that prior to this, the proximal lad, which exhibited 90% stenosis was treated with another 2.5 x 18 mm micro driver stent. The prox lad was pre-dilatated; however, three 3.0x18mm stents failed to cross the lesion, due to stenosis, before deployment of the smaller profile micro driver stent. Procedural notes also reported that several guidewires were exchanged during the procedure. The procedure was well tolerated by the pt who was returned to the intensive care unit in good condition. No other clinical sequelae were reported.

Manufacturer narrative:
(Secondary intervention: attempts to retrieve the dislodged stent from the pt's body using a snare) (B) (4): evaluation results: (stent embolism).